Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced energy logs show that the instrument was installed once and passed homing once. There were 5 cut complete events with no errors. E100 logs show 1 coag event with no errors, and 12 seal events with 1 high initial start impedance. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that after a da vinci assisted colon resection, the patient bled post-operatively. The surgeon sealed a major vessel using the vessel sealer extend (vse) and e100. The surgeon did 3 seals on that vessel and received the audible tones signaling the seal cycle was completed. The vessel was then transected, no bleeding was noted from the vessel, and the procedure was completed robotically. The clinical staff informed the clinical sales representative (csr) that while the patient was in recovery, delayed bleeding was discovered and the patient was brought back to the operating room for an exploratory laparotomy. After reviewing the surgeon's notes, the delayed bleeding is believed to have come from the major vessel that the vse was used to seal and transect. It is unknown how the bleeding was controlled or what other medical intervention(s) were performed as a result.